Event description:
It was reported that the patient received a shock. It was also reported that the implantable cardiac defibrillator (ICD) had a patient alert, a power on reset (por), charge problem and lost wireless capabilities. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters: one por for firmware initiated a por with no reason code, on(B)(6) 2012. One patient alert for device circuit error on (B)(6) 2012.